Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd max zero connector experienced leakage. The following information was provided by the initial reporter: in a call for following up regarding a practice of use of maxzero connector in the facility, the nurse reports that the nurse staff notified that: at the moment of taking the blood samples, there is a significative leakage through the connector, and it's more than drops.

Manufacturer narrative:
H.6. Investigation: a sample was not available for investigation of this feedback. The customer did not provide the model or lot numbers of the affected product; however the customer indicates that leakage was identified during use of the maxzero device. No further information provided to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd max zero connector experienced leakage. The following information was provided by the initial reporter: in a call for following up regarding a practice of use of maxzero connector in the facility, the nurse reports that the nurse staff notified that: at the moment of taking the blood samples, there is a significative leakage through the connector, and it's more than drops.